Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event.

Manufacturer narrative:
Date sent to FDA: (B)(4). Patient code: (B)(4). It was reported that patient underwent mesh repair on 12/18/2015 and prolene was implanted due to recurrent hernia and pain. No additional information provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.